Event description:
The complaint/event occurred on an unspecified date and involved a empty pca vial with injector that reportedly contained particulate matter inside the vial and also in the packaging. The particulates were found in the empty unit prior to production, as well as in post-production during visual inspection. The customer reported findings of cardboard, organic materials and different colored fibers and considered this to be valid as these were found during visual testing on their site. There was no patient involvement, no adverse reaction and no need for medical intervention.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.